Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked from near the funnel on the next day after use. The base of the pink valve indicating 16fr which connects to the drain bag was possibly torn and urine leaked from there when the catheter was bent. When rotated the three way valve to flow urine to the bag, the user¿s hand got wet

Event description:
It was reported that the urine leaked from near the funnel on the next day after use. The base of the pink valve indicating 16fr which connects to the drain bag was possibly torn and urine leaked from there when the catheter was bent. Per follow-up information received from ibc on 29dec2021, stated that there was a crack found on the shaft part below the funnel.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. A potential root cause for this failure could be inappropriate material handling (silicone catheters). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.